Event description:
Customer reported a failed battery test on her insulin pump. Customer's blood glucose is 120 mg/dl. The battery compartment and cap are not damaged or corroded. Customer cleaned the contacts with alcohol and inserted a new battery. The device alarmed failed battery test again. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms were noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).